Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), implantation of essure was on (B)(6) 2011, surgical removal on (B)(6) 2015, hysterectomy, new events also included pain, dental/nerve issues company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and started having autoimmune issues. She also had to have an ablation due to heavy clotty periods and severe cramping. Upon follow-up receipt, it was reported that consumer underwent a hysterectomy with removal of essure implant. These events, seen as autoimmune disorder, menorrhagia and abdominal pain, are serious due to medical importance and required intervention and anticipated in the reference safety information for essure, except autoimmune disorder which is unanticipated. Considering abdominal pain and menses pattern changes may occur during essure use and the absence of an alternative explanation, causality with suspect insert cannot be excluded and as surgical procedures were required as a therapeutic measure to these events, this case is regarded as incident. Regarding autoimmune issue, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2582, awareness date 02-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. In 2013 the consumer started having autoimmune issues including dizziness, migraines, memory loss, trouble concentrating, extreme fatigue and joint pain. She had been to multiple specialists to figure out what was going on and no one had answers. In 2015 her husband found out online that many other women were having similar issues with essure and she realized some of her other problems were probably also caused by it. In 2014 she had an ablation due to heavy clotty periods and severe cramping. The ablation helped with the bleeding but she was still having severe cramping. She had no energy to take her sons to places. She was unable to work because of the confusion, memory issues, fatigue and joint pain. Invalid summary case for unknown many women: (B)(4). The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and started having autoimmune issues. She also had to have an ablation due to heavy clotty periods and severe cramping. These events, seen as autoimmune disorder, menorrhagia and abdominal pain, are serious due to medical importance and required intervention and listed in the reference safety information for essure, except autoimmune disorder which is unlisted. Considering abdominal pain and menses pattern changes may occur during essure use and the absence of an alternative explanation, causality with suspect insert cannot be excluded and since an ablation was required as a therapeutic measure to these events, this case is regarded as incident. Regarding autoimmune issue, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.